Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device displayed nicks on the knife blade. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures, otherwise, the knife blade may not cut. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic anastomosis, on clip removal, there was mismatch of the anvil which remained downstream of the anastomosis. They had to perform an intraoperative colonoscopy to remove the anvil from the cavity. The procedure lasted longer, fistula and release of anastomosis by early mobilization by colonoscopy were done. The surgical time extended 30 minutes or more due to the product problem patient status is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic anastomosis, on clip removal, there was mismatch of the anvil which remained downstream of the anastomosis. They had to perform an intraoperative colonoscopy to remove the anvil from the cavity. The procedure lasted longer, fistula and release of anastomosis by early mobilization by colonoscopy were done. Patient status is unknown.